Event description:
The pt experienced loss of consciousness, seizure, and then respiratory arrest after initiation of dialysis. The pt returned consciousness and respirations when dialysis treatment terminated. When the pt was dialyzed on an f-70 non-reuse dialyzer, they completed treatment without difficulty.